Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer successfully resolved the issue by following technical support¿s instructions for a pump reset, and after the reset, no further cgm error codes were displayed.